Event description:
It was reported that a pump keypad has an inoperable on/off key and the pump will turn on when the setup key is pressed. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation was unable to confirm the reported keypad problem of the pump keypad has an inoperable on/off key and the pump will turn on when the setup key is pressed. The evaluation found the unit to power on and off using the on/off key and the unit was found to operate as expected by not powering on when pressing the setup key. All keys were found to function as designed. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad. The keypad will be replaced due to delamination.